Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for elecsys hcg + beta test system (hcgb) on a cobas 6000 e 601 module (e601). The sample initially resulted as 0.331 miu/ml and this value was reported outside of the laboratory. The physician questioned the result based on the patient's ultrasound results and the hcgb result from a second sample collected from the patient that had a result of 36779 miu/ml. The questioned sample was repeated, resulting as 33861 miu/ml which was believed to be correct. The patient was not adversely affected. The hcgb reagent lot number was 240444, with an expiration date of 31-aug-2018. The field service engineer could not determine a cause. He checked the analyzer and no errors were found. He ran precision studies and the results were within specifications. The customer checked the complained sample tube and observed microclots in the sample.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. Calibration performed on (B)(4) 2017 was within expectations. On (B)(4) 2017 all three control levels failed low. On (B)(4) 2017, two control levels were within expectations, but the third control level failed low. After repeat of this third control level, it was within expectations. The field service engineer ran performance testing and this was ok. The centrifugation time of the sample was found to be insufficient. An instrument related root cause could not be excluded based on control recovery. The same root cause may apply to the complained patient sample and controls. Possible root causes for this event may be sample quality and insufficient maintenance.